Manufacturer narrative:
(B)(4). Additional information: pan. The analysis found that one ple60a device was returned in good visual condition and with one ecr60t cartridge reload present. In addition the cartridge reload was noted to have the cartridge pan damaged and partially dislodged at left proximal end. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an lcs sleeve procedure, when firing the first reload at the bottom of the stomach, the third row (proximal) of staples did not close completely; the staples stayed opened. The surgeon used sutures to add to the staple line. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.